Event description:
Additional information was received indicating that no intervention was performed, as the issue was attributed to fibrin buildup around the sensor causing skewed readings from prolonged use.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. The cause of the placement signal issue cannot be established. The cause of the higher placement signal values leading to the false alarm cannot be established.

Manufacturer narrative:
Placement signal issue: due to a lack of clinical information, inconclusive data log review and no product returned, the cause of the placement signal issue cannot be established. False alarm: the reverse flow alarm met the correct triggering criteria but was falsely triggering due to the higher placement signal values. Due to a lack of clinical information, inconclusive data log review and no product returned, the cause of the higher placement signal values leading to the false alarm cannot be established.

Event description:
A 61-year-old male was admitted for an acutely decompensated chronic cardiomyopathy requiring resuscitation and placement of an extracorporeal membrane oxygenation. The patient was transferred to a higher level of care and an impella 5.5 was placed. After 8 days of support, the extracorporeal membrane oxygenation could be weaned and removed. After 21 days of support, multiple "impella in aorta" alarms occurred while the pump was confirmed to be correctly positioned. Hemodynamic support to the patient was unaltered. After an off-label prolonged support duration of 25 days, the impella 5.5 was exchanged for another impella 5.5. The device will be conservatively coded for device replacement while duration of support according to instructions for use was exceeded and hemodynamic support unaltered. After 13 days of support, a discrepancy between the aortic placement signal and the arterial pressure line was noted but without consequence to the patient. After an additional 15 days of support, the patient was successfully bridged to heart transplantation. During impella 5.5 support, the placement signal was found to not align with the arterial line pressure measurement. The impella 5.5 continued to support the patient until the patient received a heart transplant, and no patient harms were noted.